Event description:
It was reported via an affiliate that a physician inserted a 2.25 x 23mm cypher select + stent into a patient, attached the inflation device, and the hub cracked immediately. Inflation had not begun. No anomalies were noted when the device was removed from the package, and the device was prepped as per the IFU. The stent was not deployed, and the stent delivery system was removed from the patient without complications. There was no patient injury.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.